Event description:
The affiliate reported the customer alleged an erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. An initial result of 6.254 ng/ml was obtained. The patient's next serial sample produced a result of 0.388 ng/ml. This alerted the technician to subsequently reanalyzed the original sample which recovered a result of 0.243 ng/ml, within the risk stratification range. Further reanalysis of the same sample, in duplicate, produced results of 0.244 gn/ml and 0.257 ng/ml, also within the risk stratification range. The erroneous result was released out of the laboratory, and the patient was treated with clexane, plavix, and aspirin. There has been no report of current patient outcome to date.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer-supplied system documentation revealed only level 2 quality control (qc) was supplied for review. Quality control performed within the laboratory's established ranges on the date of the event and after the incident. Calibration, performed on (B)(6) 2013, passed within specification. A routine system check, performed prior to the event, passed within instrument specifications. The sample was collected in a serum tube, centrifuged at 4,800g (relative centrifugal force) for four 4 minutes at 20 ºc atmospheric temperature. The sample was collected at 00:20 and analyzed at 01:13 which had adequate time to clot prior to analysis. The customer indicated the sample was a full draw and clear in appearance. A definitive cause of the incident is unknown.